Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-545a-1779: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure @ 277,439 joules of use, "fiber breakage" was observed. "Fiber tip broken" was also reported. The fiber tip cracked at the end and could be seen on the screen through the scope. While removing the fiber from the patient, the tip was retrieved. The first fiber tip (cap) was cleaned during the procedure. The procedure was completed using a second fiber @164,775 joules of use. The second fiber tip (cap) was cleaned during the procedure. Patient outcome: "ok" reported.